Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was low and partial display. The customer reported that they were having problems with the insulin pump. It seems to be fuzzing out the screen with the lines going out. The customer believes it was delivering too much insulin because they had two seizures now. Patient's blood glucose at time of incident was 21 mg/dl. Patient's current blood glucose was 190 mg/dl. The customer treated it with glucagon shots for one low event and the second event treated with sugar drinks. Patient has been experiencing low blood glucose for on and off. Blood glucose was 21mg/dl after they gave her the glucagon. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and self test. Device was received with normal operating currents and no unexpected low battery alarm or missing segments or partial display noted during testing. Device passed the delivery accuracy test. Device was received with scratched case and minor scratched lcd window.